Event description:
The customer reported a speaker malfunction and advised the call taker that there was no sound coming from the unit. No death or patient /user injury or harm was reported. The device was not in use for monitoring at the time of the alleged malfunction.